Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was damaged. Customer stated that they had crack and piece missing on reservoir compartment. Customer's current blood glucose was 12mmol/l. Customer was able to lock in place due to be sellotaped together. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.